Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The control board was broken. The components related to the air supply was failed. Aging deterioration may have caused the defect because 10 years and 4 months have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Event description:
During the procedure, the user found that the device did not insufflate gas.the user replaced the device with another device and completed the procedure.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.